Event description:
Breast implants: 2/75 1st implant with four following with dates unknown. Last surgery: 8/88 with another co's mammary implant. Problems: kidney pain, infections about every two weeks, fatigue, headaches, all over muscle pain, burning skin, scratchy, burning, itchy eyes. Pulmonary problem. Drs suspect lupus or other connective tissue disease. Weakness and pain all the time especially in arms and hands.